Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have stopped wearing the aligners because their tmj got considerably worse since starting the aligners. The pain was terrible and they would get lock jaw very often. They also had to have two top molars removed. Requested diagnostic findings from teeth extraction and additional information regarding tmj issues and requested bite video. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.